Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) the device implanted in their rear seemed tilted and somewhat deep. The patient was able to get two coupling squares but it was very difficult to find. After meeting with the rep. For initial programming and recharger training, the patient was to go home to get the battery charged up. It was noted the patient was one week post-op. After meeting the patient called the rep. And reported she couldn't find the battery and they were unable to get coupling squares. The patient was instructed to try to lie down to see if that helped or to try and sit in a chair to see if they could get more coupling squares. The rep. Was informed that the patient was able to get a couple of bars when she laid down. She was putting the charging head higher than where the battery was at. Relevant medical history includes non-malignant pain.